Event description:
It is reported that: as per the patient¿s spouse, the patient relocated to (B)(6) in (B)(6)2012. The patient has been experiencing swelling of the hip, thigh and groin pain since (B)(6) 2011. The pain is constant and severe. Patient also reports extreme fatigue and nausea. Blood test showed elevated metal levels. Patient will have an MRI and aspiration. Patient was advised by local physician to contact the implant surgeon regarding symptoms. Patient called the us surgeon and was told of the recall. (B)(6) doctor recommends revision surgery.

Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.